Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported and observed issue. Physio replaced the user interface pcb assembly to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the controls were inoperative and unresponsive during testing.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to switch, designator sw15, had a trace that was pulled back and shorting to another trace.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the controls were inoperative and unresponsive during testing.